Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined, however is likely related to the previous endocarditis. Analysis: no product returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info that the pt with this bioprosthetic transcatheter valve was implanted with a second melody, valve-in-valve, due to stenosis. It was reported that the stenosis was secondary to endocarditis in 1997. Three months prior to the valve-in-valve procedure, the pt was treated with antibiotics for pneumonia and pleural effusions, no blood cultures were performed at that time. Following antibiotic therapy, repeated dilatations were performed, however, this treatment induced pulmonary insufficiency. The decision was then made to perform the valve-in-valve procedure, following which, there was no pulmonary insufficiency and no gradient. No adverse pt effects were reported.